Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A follow up report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Lap chole - "after the gallbladder was inserted in the bag the doctor attempted to remove the bag by pulling on it. He then inserted a pair of kelly clamps and enlarged the incision. The bag then broke while tugging on it." Patient status - good.

Manufacturer narrative:
The event product was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the event. All inzii® retrieval systems undergo 100% visual inspection during the assembly and packaging process. Engineering determined, based on the lot number provided by the complainant, that the likely root cause is the design of the bag. The design of the bag has since changed; the bag now has additional reinforcement which increases the force required to cause the bag to rupture. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary.